Event description:
On (B)(6) 2009, the patient reported she noticed condensation in the cartridge chamber of her insulin infusion device that smelled "funny." She stated she thinks it is insulin. She stated she changed her cartridge and infusion set 2-3 days ago. She said she does not always attach the adapter and tubing to the cartridge prior to inserting the cartridge into her device. She was advised to do so. She stated there are no cracks or leakage of insulin. The patient dried out the condensation. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.